Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and the customer reported issue was confirmed. The air detector and downstream occlusion (dso) seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. Performed dso/upstream occlusion (uso) sensor calibration and the software was updated. The unit reset to standard configuration and the device passed all functional testing after repair.

Event description:
It was reported that the air sensor and downstream occlusion (dso) seal were both unattached and falling off. The event occurred during testing.